Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: red particle material on the shell. White tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "seroma - late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient believes the implant to be faulty and would like to have the implant removed".

Event description:
Patient reported pain since a few years (also pain near the ribs) and believes the implant to be faulty and would like to have the implant removed. Healthcare professional reported seroma, rippling and sweating of implant, on the thorax wall a chronic inflammatory change in the sense of pronounced granulation tissue, fibroma and start of capsular contracture. The device was explanted. Left side.